Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a total laparoscopic hysterectomy and bilateral salpingo oophorectomy procedure on (B)(6) 2010 and topical skin adhesive was used. The pt presented with a maculopapular pruritus rash 3 weeks post-operatively. Benadryl was administered. The pt is "fine" today.